Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had encountered a failure due to defective comm sled. The customer reported that the malfunction resulted in approximately 2-hour delay for fluids and all medications in device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the caph-a172 communication sled had an issue. A field service engineer replaced communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.